Event description:
Additional information was received. The patient was immediately placed on peripheral venoarterial extracorporeal membrane oxygenation (ECMO). His chest was open and the aorta was primarily repaired. It just was closed and the patient was sent to the unit on ECMO. The device is not available for return as it was disposed of.

Manufacturer narrative:
B5 additional information was received and added. E1 added initial reporter phone number as it was omitted from the initial report that was submitted.

Manufacturer narrative:
D9: added the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Updated information: d1 brand name updated d4 catalog, serial, and UDI numbers updated.

Event description:
Updated clinical narrative: additional information was received from an abiomed representative indicated that the patient's chest was open and the aorta was primarily repaired. The patient was sent to the intensive care unit (ICU) on va ECMO. While on support, the device functioned as intended at p-6 at 3.8l/min with d5w sodium bicarbonate in the purge solution. Six days post-explant of the impella, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however could not have contributed to the patient's death, since the patient was not on impella support. Clinical narrative: a 71-year-old patient presented with worsening shortness of breath. He was taken to the cath lab and found to have multivessel disease with reduced ejection fraction. Surgery was consulted and he underwent coronary artery bypass grafting (CABG) with impella 5.5 placement. He was supported for 7 days and went back to or for discontinuation of impella. During the explant, the surgeon had issues with the aortic graft placement. During this time, the patient became acutely hypotensive and cardiac arrested with emergent chest opening and blood administration. The impella was removed and the patient was placed on va ECMO. The issues intraoperatively during impella removal appear to be difficulty the md experienced when removing the graft and not directly related to the pump itself.

Manufacturer narrative:
This report is being submitted to capture patient death information. The report has been updated accordingly to reflect the patient death. Update information: b2 selected death and added date of death. B5 updated clinical narrative. D6b explant date added. H1 changed to death. H6 impact code added f02.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 71-year-old patient presented with worsening shortness of breath. He was taken to the cath lab and found to have multivessel disease with reduced ejection fraction. Surgery was consulted and he underwent coronary artery bypass grafting (CABG) with impella 5.5 placement. He was supported for 7 days and went back to or for discontinuation of impella. During the explant, the surgeon had issues with the aortic graft placement. During this time, the patient became acutely hypotensive and cardiac arrested with emergent chest opening and blood administration. The impella was removed and the patient was placed on va ECMO. The issues intraoperatively during impella removal appear to be difficulty the md experienced when removing the graft and not directly related to the pump itself.